Manufacturer narrative:
The customer's glidescope spectrum single-use lopro s4 laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned lopro s4 and was able to confirm the reported light failure. When connected to known, good, test verathon equipment, the tsr observed the light-emitting diode flickered. The customer's glidescope spectrum single-use lopro s4 larygnoscope failed verathon's device functionality testing. Upon completion of the evaluation, the device was scrapped due to there being no repairs available for the device. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s4 larygnoscope, the light on the blade failed to work and resulted in a loss of image. The procedure was completed using a backup glidescope spectrum single-use lopro s3 laryngoscope, which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.